Event description:
In 2008, the patient reported, she received an 03 (low electronic battery) message on her insulin infusion device before she went to bed. She stated she changed her battery but did not check the expiration and went to bed. She said, she woke up this morning with a blood glucose reading of 600 mg/dl with her normal range being 150-160 mg/dl. Symptoms are nausea and not feeling well and she gave herself an injection of insulin. The patient stated when she tried to bolus, she noticed the device display screen was blank and the device was making a buzzing noise. To troubleshoot, the patient was instructed to remove the batteries and check the expiration date. The patient discovered the batteries expired on 06/01/08. The patient installed new batteries and placed her device in run without error. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.